Event description:
According to the reporter, approximately 3 hours post procedure, the capsule had no data reception. A repeat procedure was planned. There was no patient harm.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.